Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, may 3rd, 2012.

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with a new device on (B)(6) 2012. The device is not available for analysis. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).